Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (partial) due to complications from the essure device, bilateralsalpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: depression, mental anguish. Incident:f no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (partial) due to complications from the essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), did not undergo confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device/migration of essure device location of device: uterus.') In a 28-year-old female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included schizophrenia. Concomitant products included escitalopram oxalate (lexapro), lamotrigine (lamictal), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depo-provera) from (B)(6)2015 to (B)(6)2016, nsaids and paracetamol (acetaminophen). On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In april 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (partial) due to complications from the essure device, bilateralsalpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, heavy menstrual bleeding, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6)2015. Left-3 coil. Right-1 coil. Batch no c59250 production date 2014-05-23 expiration date 2017-05-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device/migration of essure device location of device: uterus.') In a 28-year-old female patient who had essure (batch no. C59250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included schizophrenia. Concomitant products included escitalopram oxalate (lexapro), lamotrigine (lamictal), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (partial) due to complications from the essure device, bilateralsalpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, heavy menstrual bleeding, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015. Left-3 coil. Right-1 coil. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporters information were added. Lot no. Were added.rcc added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy due to complications from the essure device.). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.